Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/12/2014 with the following findings: a review of the pump history showed an unusual call service alarm had occurred immediately after a ¿low battery¿ warning. During testing, the pump powered on normally and performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. During evaluation, the pump was opened and no internal moisture corrosion was observed. There were no intermittent conditions found on the power flex or printed circuit board; no defects were found. The call service alarm issue was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump history showed a call service alarm that had occurred while the user was troubleshooting the pump. Reportedly, the user was able to clear the call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.